Manufacturer narrative:
H10 - a device history review for lot# 4413930 and 4552496 and relevant commodities were reviewed, and no non-conformances were found that would have contributed to the reported complaint. H11 - subsequent to the initial medwatch report, section h6 - patient code and device code were inadvertently not populated. Corrected information can be found in section h6.

Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot number of the device that was in use is unknown. The customer identified seven possible lot numbers (plots). The possible lot numbers are 4413930 (expiry date 10/01/2022 , MFR date 10/01/2019), 4552496 (expiry date 2/01/2023, MFR date 2/01/2020).

Event description:
Then event involved a plum set that after an infusion of paclitaxel (1.5hrs, 3hrs respectively) there were droplets in the zipper bag. There was patient involvement and no report of harm.